Manufacturer narrative:
Block d2b: pro code ntn. Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy. Block h10: the returned spy discover catheter was analyzed, and a visual evaluation noted one elevator mark on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was not displayed. Articulation of the catheter using the steering wheels at the handle had no effect in restoring an image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage in the form of breaks, folds nor corrosion were observed in x-ray imaging of the distal end. No camera wire damage was observed in the pebax region of the catheter proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was no procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No effect in restoring an image was seen after these interactions. A curve trace was performed to identify electrical problems with the camera wire connections. A highly resistive open circuit between the ground and power camera wire connection and an open circuit between the camera wire connection was observed. Visual inspection of the camera wire length found no signs of damage to the camera wire conductors. The reported complaint was confirmed. Product analysis found that no image was seen upon initial insertion. As there were no manufacturing deviations noted, the visualization problem is most likely due to a random failure of the camera assembly during procedure, as evident by the curve trace results and visual inspection of the camera wires. Based on all gathered information, the probable cause selected for the image problem is cause traced to component failure, which indicates that a random problem with a device component contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the common bile duct during a laparoscopic cbd exploration trans-cystic approach procedure performed for the treatment of cbd exploration on (B)(6) 2023. During the procedure, the spy discover catheter was inspected prior to use and no damage was observed. The physician cannulated the cystic duct using the device and the image was lost fifteen minutes into the procedure. The procedure was rescheduled, and it was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: pro code ntn. Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the common bile duct during a laparoscopic cbd exploration trans-cystic approach procedure performed for the treatment of cbd exploration on (B)(6) 2023. During the procedure, the spy discover catheter was inspected prior to use and no damage was observed. The physician cannulated the cystic duct using the device and the image was lost fifteen minutes into the procedure. The procedure was rescheduled, and it was completed using another of the same device. There were no patient complications reported as a result of this event.